Event description:
This lead was explanted due to oversensing. There is no indication of a replacement. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 48 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approximately 37 cm and 38 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of over sensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore multiple explant damages were observed such as a fractured conductor cable to the ring electrode. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.